Event description:
On 1/8/98 pt had incisioned hernia repair using gore-tex mesh graft and sutures. Pt failed to progress and on 1/13/98 was taken back to or due to copious ng output and no bowel function. Several gore-tex sutures had unraveled (even though each had 10-11 knots in it) and the bowel was misplaced again. The mesh graft was intact. The graft was reattached with different sutures. As of 1/20/98 pt improving daily. 1/21/98 discharged home.